Event description:
It was reported that during a surgical procedure, the "aiming beam was firing straight" @50,674 joules of use. A second fiber was used; the "aiming beam was firing straight" @23,454 joules of use. A third fiber was used, the "aiming beam was firing straight" @52,789 joules of use. A fourth fiber was used to complete the procedure @135,395 joules of use. Patient outcome: "ok". There was no report of patient injury this report is for the third fiber.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits very mild devitrification at the output window; the metal cap exhibits very mild detritus adhesion. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4).